Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer's blood glucose reading was up to 400 mg/dl. The customer treated with a sandwich and 6 units of insulin. The customer's blood glucose went down to 389 mg/dl half an hour later. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the display is not currently blank. The customer stated that the battery in use is energizer (B)(6) alkaline battery. The customer was advised to clean the battery cap and insert new energizer (B)(6) alkaline battery. The customer stated that the display returned. The customer was advised to monitor the pump.